Event description:
A patient initially tested axsym bhcg positive low (45 ul/I), then the same sample repeated axsym bhcg positive (18352 ul/I). The initial result was not reported outside of the laboratory. No impact to patient management was reported.